Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtbx1qq implantable cardioverter defibrillator (B)(6) 2013 429878 implantable pacing lead (B)(6) 2013 6935m62 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that after the pocket was closed, the right atrial (ra) lead was found to be dislodged. The pocket was reopened to reposition the lead. The lead remains in use. The patient is a participant in the attain performa study. No patient complications have been reported as a result of this event.